Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an open ileal conduit formation procedure, the firing force was higher than usual at the first firing, and the staples at the proximal end part of the cartridge were unformed. The device was used between the jejunums. The target tissue was cut additionally, and another device was used to complete the case. There were no adverse consequences to the patient. The surgeon commented that the anvil half and the cartridge half were not be joined together properly, and the firing knob was lifted before the firing. There was a possibility that the staples at the proximal end part of the cartridge ell off from the cartridge before the firing. No further information is available.

Manufacturer narrative:
(B)(4). Batch # t5aj2f. Device analysis: the analysis results found that the tlc75 device was received with no apparent damaged and with a cartridge reload loaded in the device. The cartridge reload had the proximal 32 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reloads had the swing tab in the locked position. The cartridge reloads was manually unlocked and the device was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples meet the staple form release criteria. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.